Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant devices - bl2 knee axel catalog #: rd108569 lot #: 730300, bl knee porous tibial component with stem - large catalog #: rd108565 lot #: ni, bl2 tibial knee left bearing set catalog #: rd108559 lot #: ni, custom bl2 left modular femoral component with locking screw catalog #: cp111169 lot #: 281940.

Event description:
It was reported that the patient is being considered for a left knee arthroplasty revision to address pain and replace the polyethylene components that have worn out approximately twenty-two (22) years since the patient's last procedure. Attempts have been made; however, no additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit: presents to office with several months of increasing left knee pain consistent with poly wear, 22 years since last component exchange, notes ¿extra motion¿ in knee consistent with poly wear. A definitive root cause cannot be determined. The reported event is confirmed via medical records review. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a left knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - bl2 knee axel catalog #: rd108569 lot #: ni, bl knee porous tibial component with stem - large catalog #: rd108565 lot #: ni, bl2 tibial knee left bearing set catalog #: rd108559 lot #: ni, custom bl2 left modular femoral component with locking screw catalog #: cp111169 lot #: ni. E1 - the surgeon is dr. (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02367, 0001825034-2023-02368, 0001825034-2023-02369, 0001825034-2023-02370. H3 other text : investigation incomplete.